Manufacturer narrative:
An event regarding (removal of loose hardware) loosening involving an unknown screw was reported. The event was not confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿in view of this patient's complicated history of multiple total knee arthroplasty surgeries over more than twenty-two years he is doing remarkably well. Many of his symptoms when last noted in 2003 seemed to relate to his patellectomies and multiple revisions, including several for infection. X-rays on april 6, 2010, which is more than nine years after removal of the loose screw from the left femoral component, demonstrate a well- fixed cemented component with cement across the modular junction and with no evidence of movement or disassociation at that junction. No clinical follow-up beyond the patient's encounter on august 18, 2003, no patient demographics, no serial x-rays, and no examination of explanted components including the loose screw are available. No reason can be determined for why the screw backed out of this femoral component assuming it was properly torqued in place. Other than a brief additional surgical procedure to remove the screw no untoward events resulted from its backing out. There is no evidence of the patient suffering as a result of faulty prosthetic design, manufacturing, or materials in reviewing this complicated clinical history.¿ -product history review: a review of the product history records could not be performed as the device was not properly identified. -complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the reported event for loose screw removal could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation, x-rays and the return of the device are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Per medical review: on (B)(6) 2002 the patient underwent another procedure for which the operative report describes spinal anesthesia and no tourniquet. It was for loose hardware of the left knee. Removal of a loose screw was performed utilizing a c-armed fluoroscope and a small lateral incision to remove the screw. The knee was noted to be stable, and uncomplicated surgery was described.

Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Per medical review: on (B)(6) 2002 the patient underwent another procedure for which the operative report describes spinal anesthesia and no tourniquet. It was for loose hardware of the left knee. Removal of a loose screw was performed utilizing a c-armed fluoroscope and a small lateral incision to remove the screw. The knee was noted to be stable, and uncomplicated surgery was described.